Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with the infusion set when the tubing connector broke while the patient was sleeping. The event occurred on (B)(6) 2026. No further information available.